Event description:
As reported to coloplast though not verified, patient experienced dyspareunia, chronic infections, chronic pain, pelvic pain, vaginal bleeding, vaginal discharge, mesh erosion, urinary leakage, and recurrence of prolapse.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.